Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not pumping proper volume during testing. The event happened in biomed service department. There was no patient involvement. No additional information is available

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced during evaluation. A review of the event history log found no infusions programmed on the reported event occurrence date and a review of the last days of customer use did not reveal any abnormalities that could cause or contribute to the reported problem. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.